Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture/corrosion in the pump and the pump casing around the display was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens, and superficial cracks were present on the display lens. A leak test was performed and failed due to a display lens leak. The pump case was removed and no additional internal moisture was found.